Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they went to the doctor. Their meter allegedly had missing segments. The result on their meter was 117 mg/dl. Pt was not treated. No further info has been reported.